Manufacturer narrative:
The lab evaluation confirmed a broken adapter bracket. Broken adapter bracket because thi spump was returned to abbott as part of a recall and was not associated with an initial reporter.

Event description:
Cracked or broken adapter bracket.